Manufacturer narrative:
The issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Event description:
The customer reported that a ventilator experienced a primary alarm failure. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported problem via the event log. Patient involvement information is unknown and was requested multiple times. No patient or user harm was reported. The fse replaced the speaker assembly as recommended in the service manual. The device was reported to have been repaired, fully meet specifications and returned to use. No other anomalies were reported.